Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 250 mg/dl. Symptoms reported include vomiting and abdominal pain. The patient's mother reported on the day of hospitalization the pod was not properly attached and the cannula dislodged from the infusion site. The patient required treatment at the hospital (specific treatment information solicited but not provided). The pod was removed and discarded at the hospital. The patient was discharged after 6 hours.